Event description:
It was reported that the left ventricular (lv) lead dislodged when the catheter was slit. The lead was implanted using a second catheter. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead dislodged when the catheter was slit. The lead was implanted using a second catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
Lead model and serial information was received and it was noted that this lead was also reported in regulatory report #2649622-2014-02111.